Event description:
Related manufacturer reference number: 3006705815-2022-17367. It was reported during lead revision procedure on (B)(6) 2022, both leads migrated. As a result, the lead was repositioned on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
It was reported to abbott, a patient presented to the clinic for reprogramming after wrestling with their dog. Imaging showed lead migration. Both leads had migrated. The issue was resolved with surgical intervention. The leads were revised; not explanted. There were no complications. Based on the information received, the cause of the reported event could not be conclusively determined.